Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented in clinic for follow-up, no capture and decrease in sensing was observed. Lead dislodgement was suspected. The lead was explanted and a new lead was implanted. The patient is stable post procedure.